Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert sounded and a right ventricular (rv) lead oversensing warning was seen. Non-physiologic, fast non-sustained ventricular tachycardia (nsvt), episodes were observed. It was also noted that there had been a lead integrity alert triggered earlier for the pace/sense conductor. No actions were taken at this time and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.